Manufacturer narrative:
The stent deployed in the lesion. The stent was not post dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor resolute drug eluting stent was intended to be used to treat a lesion located in the proximal lad with moderate tortuosity and calcification exhibiting 90% lesion stenosis. No abnormalities were reported in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. No excessive force was used during delivery. The stent expanded evenly (cylindrically) along the entire length. It was reported that there were removal difficulties when removing the balloon following balloon inflation. The stent was not sufficiently expanded prior to attempting removal of the balloon. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. The stent deformed due to the difficulties experienced when removing the balloon. On removal of the balloon from the stent, resistance was encountered as the device was retracted over the guidewire. No damage was noted to the guidewire on removal from the patient. The patient was alive with no injury.